Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
Option elite filter legs did not expand and remained adherent to the left side of the caval walwith approximal portion of the filter in the central lumen of the ivc. Positioning confirmed of nondeployed filter through contrast venography. Filter was retrieved and denali ivc filter was placed successfully.